Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for 1 month post op follow up. Upon interrogation loss of sensing and loss of capture was noted. The physician determined that the right ventricular lead had dislodged. On (B)(6) 2015 the lead was revision was performed successfully with good values for sensing and capture. The patient was stable post procedure and would be monitored with routine follow ups.